Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a low blood glucose level below 20 mg/dl. The customer treated for food but fell asleep without eating. The customer was given a glucagon shot. Her blood glucose level continued to rise but stopped at 20 mg/dl. The device was not returned.